Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. Device was not implanted since it would not align. Device is available for evaluation. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a femoral diaphyseal fracture repair occurred on (B)(6) 2018 where several device malfunctions occurred intraoperatively. Although distal femoral nail (dfn) spiral blade was preoperatively tested and passed in dry condition, the dfn blade interfered with the nail. Additional reattempts utilizing guide-wire re-insertion did not succeed, either. The blade fixation was finally abandoned, and the nail was successfully fixed with locking screws. As the surgeon moved on to manual fixation on the proximal side of the nail, it took extra time because the drill bit could not drill to the bone. Two (2) drill bits were tried. The surgery was completed within a 30-minute delay. Patient status is unknown. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 450.882; lot: 8807155; manufacturing site: bettlach; release to warehouse date: january 15, 2014; no nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation site: (B)(6); selected flow: 2. Device interaction/functional. Visual inspection: the spiral blade is badly damaged at the tip and the anodized pink color is partly abraded. The complaint condition can be confirmed, since the blade most probably has hit against the nail (as mentioned in the complaint description). Functional test: without having all impacted parts back and due the heavily damaged tip, the complaint condition cannot be replicated anymore. Summary: the complaint condition can be confirmed, since the blade most probably has hit against the nail. Lot 8807155 was manufactured in january 2014, (B)(4) according to our specifications. All devices were sold and we are not aware of any quality issues associated with this article and lot number. Afterwards, and without having all impacted parts back, it is not possible to determine the exact cause of the complained issue. We only can assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. The design and clinical risk management document was reviewed and found to adequately address the harm of this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Code 3191 used to capture surgical intervention and surgical delay of 30 minutes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.